Event description:
A patient reported experiencing inaccurate erratic results with a one touch basic enhanced meter. The patient's blood glucose results were 250, 77 mg/dl. Tests were done within 10 minutes with a difference of 94%. Patient did not experience any adverse evnets. No further information has been reported. Customer using expired control solution.